Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to insert the atrial lead was confirmed in the laboratory. Visual inspection identified excess epoxy in the atrial ring contact spring. It is believed that the excess epoxy prevented the lead from fully inserting into the header.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the header. The device was replaced. Patient was fine.